Event description:
Information was received indicating that at the end of therapy of this smiths medical cadd extension sets, leaking was noticed. No patient consequences were reported. No adverse effects were reported.